Event description:
The lithotrite became stuck after it was inserted in the patient's bladder and it would not close. The company was called and a company representative attempted to talk us through the removal procedure. The instrument was removed from the bladder and became stuck in the urethra. The surgeons then performed an extensive meaotomy and the instrument was removed. The instrument was removed from service and sent to the manufacturer for evaluation and repairdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, none or unknown, invalid data. Results of evaluation: end of life - premature, failure to follow instructions. Conclusion: device failed during assembly, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.